Event description:
It was reported that right ventricular (rv) lead dislodged. Upon interrogation, no capture or sensing were noted. X-ray confirmed lead dislodgement. The lead was explanted and replaced. The patient is in stable condition.